Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin irritation at magnet site and a lack of clinical benefit with device use. Subsequently, the internal magnet was removed on (B)(6) 2017 under general anesthesia. The implanted device remains.